Manufacturer narrative:
Initial.

Event description:
It was reported that during pump restart attempts the device displayed alert 38 indicating a motor stall, produced an unable to proceed message during rewind, and the user could not complete a dry run; the event is consistent with failure to infuse and involved the motor component, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.